Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the externalized conductors have led to noise resulting in oversensing on the right ventricular (rv) lead. A lead revision procedure is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information:.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated the physician no longer intends to perform a lead revision and the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed to check the integrity of the riata lead. The imaging was reviewed and lead externalization was noted. All electrical parameters were within range, therefore no intervention was performed and the physician will continue to monitor the patient via merlin.net. The patient was in stable condition.